Event description:
It was reported that the patient received a shock from the implantable cardioverter defibrillator (ICD) as a result of sustained ventricular tachycardia (vt) with syncope. The vt was reportedly stopped by an appropriate ICD shock, restoring the rhythm. It was further reported that the patient fell, which resulted in a vertebral fracture with no spinal cord involvement. The patient was then hospitalized and there was a change in pharmacological treatment. The patient is a participant in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).